Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, and a swollen dso seal. An accuracy test was performed for functional testing. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a bad pump flow. There was unknown patient involvement.